Manufacturer narrative:
The investigation determined that biased quality control results were observed for multiple assays while the signal reagent aspiration tubing was not correctly plugged into the purge station. This condition caused the presence of signal reagent in liquid and crystallized forms in the instrument. After cleaning and reconnecting the tubing, acceptable quality control results were obtained. The root cause of the event is signal reagent (sr) contamination in the reaction well.

Event description:
A customer observed a false reactive (B)(6) and lower than expected tsh results on quality control fluids when using a vitros eci analyzer. No pt results were reported. Biased results of the magnitude observed may lead to inappropriate physician actions. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).